Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Caller stated that the high may have been caused by the reservoirs. Customer experienced vomiting and not feeling well. Diagnosed diabetic ketoacidosis. Customer was hospitalized for two days and released. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.